Event description:
We received a letter from the attorney of the patient that pieces of the cerclage cables are displaced and moving around. Since the third surgery the patient has pain and received some more surgeries.

Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding implant migration involving a d-m 1.6mm beaded cable set vit was reported. The event was confirmed. Medical records received and evaluation: a review with a clinical consultant indicated: the long time interval before secondary intervention with dynamization of the fracture and intent at cable removal giving the cable ample time for becoming embedded in bone plus the fact that only the sleeve was removed and not the cable itself allowing the braided wire filaments to start to migrate into the wound environment. This was already a fact at the time of the removal procedure in 2008 and only became worse after that. Better efforts at more complete cable removal did not appear too difficult given the long frayed free floating cable end visible on x-ray. Even if not all of the cable could have been removed, all cable outside the bone ingrowth area should have been removed to prevent the frayed cable end causing the trouble it did in this case. Conclusions: the root cause of the event was removal of the sleeve without removal of the corresponding cable resulting in a free floating frayed cable and migration of the wire filaments. There is no evidence that the event was material or manufacturing related.

Event description:
We received a letter from the attorney of the patient that pieces of the cerclage cables are displaced and moving around. Since the third surgery the patient has pain and received some more surgeries.